Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with a pu silver between the cavity ID end o-ring and pu cut surface. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. When removing the pt from the machine, the nurse noticed drops of blood on the outside of the dialyzer near the header. The leak was visually observed and the machine alarmed. Estimated blood loss was less than 5ml's. Sample is available.